Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 2 years 7 months old. The malfunction has not been confirmed.

Event description:
Dealer stated that the crossbrace on a prox4s manual wheelchair broke at the pivot link attachment.